Event description:
It was reported that a home patient (hp) had a high drain 106 alarm (indicating the patient drained greater than 200% of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria) which occurred on a homechoice (hc) device during drain 6 of 6. The technical service representative (tsr) had the hp review the total and cycle ultra filtration (uf) and the therapy settings. The tsr explained the alarm. The hp had no manual supplies and was going to reach out to the peritoneal dialysis registered nurse (pdrn). There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and analyzed. The event history log review confirmed the high drain alarm. A short simulated therapy was performed and passed successfully. No abnormalities were identified during visual inspection or during electrical and functional evaluation. Review of service history revealed no failures/problems that were the same as, or similar to, the current difficulty and there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. The cause was one or more cycle advances to the next fill when a slow / no flow occurred, above the minimum drain volume threshold. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device is reported to be available for evaluation. Should the device be returned or additional relevant information become available, a supplemental report will be submitted.